Event description:
The customer reports that after activating, the jaws would not open. There was no tissue damage or pt injury. The surgeon opened another device and completed the procedure with no further difficulties.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.